Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. The field service engineer (fse) checked the latch inner sensor panel and found that the magnet was missing, replaced the latch inner sensor panel with a new one, and performed final testing, after which the pharmacy completed recovery successfully. The system functioned as intended after field service engineer repaired the device.